Event description:
Follow up information identified troubleshooting resolved the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported (switzerland) the ipg is unable to communicate with the external device and replacement device did not resolve the issue. The patient was hospitalized and now the ipg is inoperable. Surgical intervention may be pending to address this issue.